Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The endoscope was not used for the procedure with the foreign material attached. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope's light power was too low during a procedure. There was no report of patient harm. The device was returned, evaluated, and foreign material resembling powder mixed with water was found inside the air/water tube and air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found inside the air/water tube and cylinder, other evaluation findings are as follows: the color ring had a crack; the air/water cylinder and the suction cylinder had no color; the plate was discolored due to water leakage; the image had a partially dark area due to a chip on the objective lens; the light guide bundle had breakage; the connecting tube had buckling; and there were scratches on the grip, the switch box, the upward/downward knob, the right/left knob, the suction connector, the scope connector cover unit, the objective lens, and the light guide lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.